Event description:
Procedure: unspecified kidney/adrenal gland. Reportedly, during use, the balloon burst and some broken pieces fell into the surgical area. The pieces were immediately retrieved and there was no reported injury to the pt.